Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 5.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 18 atmospheres, the balloon ruptured. It was replaced with a different device, then pressure was applied at 20 atmospheres and the procedure was completed. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. There was a circumferential tear 2mm long starting 1mm proximal from the distal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 5.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 18 atmospheres, the balloon ruptured. It was replaced with a different device, then pressure was applied at 20 atmospheres and the procedure was completed. There were no patient complications reported.